Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection observed that the device returned was kinked along the body. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-03005. It was reported that a burr became stuck on the wire. The target lesion was located in a severely calcified coronary artery. A 330cm rotawire and a 1.25mm rotalink¿ plus were selected to treat the target lesion. During procedure, it was noted that rotawire was deformed and was stuck with the burr. The rotawire and the burr were removed together. The procedure was completed with another of the same burr and rotawire. No patient complications were reported and the patient's status was good.

Event description:
Same case as MDR ID: 2134265-2015-03005. It was reported that a burr became stuck on the wire. The target lesion was located in a severely calcified coronary artery. A 330cm rotawire and a 1.25mm rotalink¿ plus were selected to treat the target lesion. During procedure, it was noted that rotawire was deformed and was stuck with the burr. The rotawire and the burr were removed together. The procedure was completed with another of the same burr and rotawire. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).